Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a report anomaly on the insulin pump. Customer stated data was missing on (B)(6) 2015 and (B)(6) 2015. The customer stated, they were unable to view their basal and boluses on those days. Customer reported their bolus history was correct. Troubleshooting found the insulin pump passed a self-test. Customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.